Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported on 03/19/2007 that, while removing an insulin cartridge from the cartridge chamber in the infusion device, the plunger became "stuck on the piston rod". In 2007, during a follow up troubleshooting discussion, she removed the plunger. She stated that there was insulin ingress into the cartridge chamber in the infusion device. The infusion device was placed upside down to allow any residual insulin to flow out of the cartridge chamber and it was allowed to air dry. In follow up to an initial troubleshooting discussion with a company representative one day earlier, she went on the back up infusion device. The patient mentioned that she planned to remain on her back up infusion device until the insulin cartridge she began using was depleted. At that time, she stated that she would switch back to use of the primary infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.